Event description:
The customer observed falsely decreased alinity I tsh result for a 57-year-old female patient diagnosed with primary sjogren's syndrome, pbc (primary biliary cholangitis), positive anti-mitochondrial antibody, ulcerative colitis, hypertension, dyslipidemia, and pituitary adenoma. The result did not match the patient¿s previous results. The sample was tested on a different platform that generated higher result which matched the patient¿s previous results. The following data was provided: on (B)(6) 2022: alinity tsh result = 0.503 iu /ml on (B)(6) 2022: rebio lumipulse g1200 tsh result: 2.107 iu / ml previous results from rebio lumipulse g1200: on (B)(6) 2021 tsh result = 2.195 iu /ml on (B)(6) 2021 tsh result = 2.485 iu /ml on (B)(6) 2020 tsh result = 2.188 iu /ml on (B)(6) 2019 tsh esult = 2.202 iu /ml on (B)(6) 2018 tsh result = 2.871 iu /ml on (B)(6) 2018 tsh result = 3.260 iu /ml on (B)(6) 2017 tsh result = 4.170 iu /ml on (B)(6) 2016 tsh result = 1.774 iu /ml on (B)(6) 2015 tsh result = 2.053 iu /ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot numbers 38341ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lots was performed. All specifications were met and the product is performing as expected. Based on this investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 38341ud00 was identified.